Event description:
Ambulance personnel responded to a person in cardiac arrest. The device was used to successfully defibrillate the pt and then the device was set up to be used to provide external pacing to the pt during transport to the hosp. According to the reporter, the device would intermittently alarm to check leads to the pt and stop pacing. The pt was transported to the hosp. The reporter stated that the pt outcome is unk but was believed to be favorable.

Manufacturer narrative:
Physio-control evaluated the device and observed that when the therapy cable was wiggled, the device leads off alarm sounded. The facility declined to replace the therapy cable and stated that the device was going to be permanently removed from service. The device was returned to the customer for removal from service. Root cause was determined to be a malfunctioning therapy cable most likely the result of an electrical open in the wire conductors.